Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed and the helix would not extend. Multiple attempts were made both within the body and bench testing and the helix would not extend. An alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.